Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 485 mg/dl and current blood glucose value was 400 mg/dl. Customer treated with the pump. The drive support cap was normal. Customer did not allege the pump was under delivering. Insulin pump will not be returned for analysis.